Event description:
It was reported that on (B)(6) 2010 patient's device was refilled and that on (B)(6) 2010 there was a bulge the size of a walnut on their lower back where the catheter goes in. It was not red but "pretty firm." An x-ray was taken and patient was told the bulge was "inflamed tissue" but was not told what may have caused it. The patient was at home and the bulge was starting to "flatten out" but the area is still sore. On (B)(6) 2010 patient reported was still having problems with their system. The bulge/swelling was still present "where catheter goes into spine" patient reported the size of swelling fluctuated. It went down when patient lay on their side and went back up in size when patient stood up. Patient had an x-ray taken which they were told showed an inflammatory mass. Patient went to hcp the previous day and radiologist did not feel an MRI should be done at this time. Patient indicated that doctor had made no effort to schedule any tests to find out what is wrong with their catheter. Patient reported that the therapy was not helping as much with pain as it had in the past. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #6000030201006654.

Manufacturer narrative:
(B)(4).